Manufacturer narrative:
(B)(4). Retainer ring = clear, customer returned pump for an alleged bumped, dropped, cosmetic damage found on (B)(6) 2021 pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, motor, harness assembly vibrator due to corroded battery tube.¿ unable to download the history files using thus software due to blank display test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection missing display window cover, cracked battery tube threads, cracked case corner of belt clip rails and missing serial number label. Blank display due to moisture damage on the pcba 1 and pcba 2. Unit was confirmed for physical damage on the battery tube area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the cracked in back side of insulin pump. No harm was required during medical intervention. The insulin pump will be returned for analysis.